Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the display screen was becoming dim over the past three months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.